Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on (B)(6) 2018 with no service/repair records. A visual inspection was performed on the scope and confirmed the distal end was broken. The distal end was broken at the base of the bending section area as metal was protruding outside the bending section cover, with no sharp edge. The internal elements in the bending section were intact. The bending section cover was removed to verify the extent of the damage, there were no sharp edges noted on the bending section skeleton. The bending section was manipulated; the movement was abnormal due to the damaged bending section skeleton. Based on the evaluation results, the most probable cause to the broken bending section skeleton was attributed to excessive force/stress applied to the bending section area. According to the instruction manual, it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. As part of our investigation, multiple follow ups were made to the user facility in an attempt to gather additional information on the reported event; however, no additional information was obtained. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the distal end cover at the tip of the scope was broken. There was no death or serious injury reported.